Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc product type accessory product ID 977a260 serial# (B)(6) product type lead h3: the lead was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 05-dec-2029, UDI#: (B)(4), h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by the manufacturer representative (rep) reporting that during implant, there was always high impedance on the 7th contact on the lead. There were no external contributing factors. Troubleshooting was performed. Another wireless external neurostimulator (wens) was used but the high impedance remained. Another lead was used and the issue resolved.

Event description:
See h11.

Manufacturer narrative:
H6: codes updated (device returned but analysis not yet complete). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.